Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that there was a set screw with a rounded socket. It was also noted that the set screw was found in the connector bore.

Event description:
It was reported that the set screw on the implantable cardioverter defibrillator (ICD) was extended and would not retract. The ICD was not used and another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.